Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through an attorney/legal representative that their ¿neurostimulator stopped working or maybe it didn¿t¿ and was removed. No further event information was reported; no further complications were reported or anticipated. It was noted the patient¿s indications for device use were non-malignant pain and other non-malignant pain.